Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd syringe had poor sleeve function and had the sleeve fall off. The following information was provided by the initial reporter: "material no. Unknown (450218), batch no. Unknown (b20103lq). It is reported customer experienced leaking from sleeve of non patient needle and also witnessed separation of sleeve. Verbiage received, - "rubber needle cover came off. Plasma leaked. Cannula was inserted plasma started leaking. Air contamination of a unit." 11-dec-2020: spoke with initial reported (B)(6), I informed customer we have no pas product with that material no or batch no. Customer stated that was all the information she could provide. No other information is present at all. No technical support required per customer request. Will send acknowledgment letter and closure. Customer was in agreement as no additional information can be given."